Event description:
It was reported that customer experienced cartridge alarm 20 that did not occur during cartridge load process and had been reported previously for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was using multiple daily injections.